Manufacturer narrative:
Device remains in the pt. A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Unable to determine the cause. Also implanted was pxc201400/lot #0478850.

Event description:
The pt was treated for an abdominal aortic aneurysm with the gore excluder aaa endoprosthesis. Post operative computed tomography revealed pooling of blood near the liver. The pt's abdomen was surgically opened and it was discovered the aorta had ruptured at the proximal implant site. The pt expired the same evening. The physician stated that the official cause of death was internal bleeding due to a tear in the aorta caused by ballooning in the proximal landing zone of the trunk-ipsilateral leg component.